Manufacturer narrative:
The reported event of noise and low pacing impedance was confirmed. As received, a complete lead was returned in one piece with an extraction tool returned inside lead body. Electrical testing found an internal short between the inner coil and outer coil conductor paths. Visual inspection of the lead found the inner insulation to be abraded and exposing the inner coil at the distal portion of the lead. The reported events were isolated to the exposure of the inner coil in the abrasion zone. All other damage was consistent with occurring at time of procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the atrial lead exhibited noise oversensing and low pacing impedance. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.